Manufacturer narrative:
Investigation is complete. At this time the customer will not be returning the device for evaluation. The customer contact stated the device will be repaired at the user facility. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller and pin were missing. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, device programming, or event details were available. There was no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller and door roller pin were missing. No additional information was provided.